Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s husband didn¿t bring the patient programmer and indicated ¿it¿s no longer working.¿ the caller stated that they didn¿t know what that meant. It was reviewed to page a local rep to see if they had availability. The caller would call back if needed after speaking to the patient¿s husband. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that the monitor was not working, and also the device did not work with the therapy either since the first day they got it; the programmer and therapy were not working. It was noted that the patient was ¿same shape that he gave it to me.¿ the patient stated that the healthcare provider who put it in would not take it out, and the patient asked about explant surgery. No further patient complications are anticipated or expected as a result of this event.